Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure went as planned with the closure device being successfully implanted in the laa of the patient. While performing one final angiogram an air embolism was noted. Air was visible in the sheath of the device and then it traveled into the left ventricle. The patient experienced an st segment elevation as well as a decrease in blood pressure. The st segment elevation lasted three minutes before it resolved on its own back into a normal rhythm. The patient was hemodynamically stable. The patient was kept over night for observation and was discharged the next morning doing well.